Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the pump was exposed to water by being dropped in a bathtub. The customer's blood glucose level was 253 mg/dl, which was treated with manual injection. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Damages to the case, display window, batteru tube threads, reservoir tube, reservoir tube window and reservoir tube lip noted.